Event description:
It was reported that there was high threshold and that the lead had pulled back into the cs (coronary sinus). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m55 implantable tachy lead, (B)(6) 2013; 5076-45 implantable pacing lead, (B)(6) 2006. (B)(4).